Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was able to verify instruments, register the patient, but then in the case at some point they were unable to track instruments. They tried to track multiple instruments and changed spheres, but were unable to track instruments. Site continued the case without navigation. They did not mention any "localizer not connected" messages. When on site later, a representative was unable to replicate their issue. There was no patient impact reported and a less than one hour delay to surgery.